Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.5x28mm target lesion was located in the seriously calcified and tortuous left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tail of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.5x28mm target lesion was located in the seriously calcified and tortuous left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tail of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A promus element,mr,ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent, rows 2-7 were damaged. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft found multiple shaft polymer extrusion kinks. No other issues were identified during the product analysis.